Event description:
During a code event an ez-io catheter was attempted in the right lower leg. The needle became detached from the hub, which required consultation from orthopedics to have the needle removed.